Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "pt fell creating a patella fracture. Surgeon explanted patella button and tibial insert and implanted new patella button and tibial insert."